Manufacturer narrative:
Result: the px slim microcatheter was kinked approximately 4.2 cm from the hub. The px slim microcatheter was also ovalized approximately 5.0 cm from the distal tip. The 5f diagnostic catheter was ovalized approximately 23.0 and 49.0 cm from the hub. The 0.014" guide wire was kinked approximately 63.0 cm from the proximal end of the wire. Conclusion: the complaint has been evaluated. The compliant indicates that approximately 15.0 cm of the px slim microcatheter proximal end would not advance into the 5f diagnostic catheter. Evaluation of the returned device revealed that the px slim microcatheter was in the proximal shaft and ovalized near the distal tip. In addition, the 5f diagnostic catheter proximal shaft was ovalized in two locations. The 0.014" guide wire was kinked approximately 63.0 cm from the proximal end of the wire. It appears that the damage to the 5f diagnostic catheter proximal shaft may have prevented the px slim microcatheter from advancing distally into the diagnostic catheter. The cause of the ovalization in the diagnostic catheter is unknown but may have occurred during handling when placing the catheter into the patient. The pxslim microcatheter was likely kinked and ovalized during attempts to advance it through the damaged diagnostic catheter. These devices are 100% visually inspected for damage during processing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a px slim delivery microcatheter. During the procedure, the physician was unable to advance the px slim delivery microcatheter through a 5 french diagnostic catheter. The px slim delivery microcatheter was removed and the physician chose to end the procedure. There was no report of an adverse effect on the patient.